Event description:
The customer had signs of hypoglycemia and the device was used to check their blood glucose. A result of 85 mg/dl was obtained. Emts were called and their equipment read 33 mg/dl. Pt was transported to the hosp and kept for two hours. They were also treated with an IV and an unk drink to increase glucose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.